Event description:
It was later reported that the patient did not have any concerns. The patient received assistance from his hcp and his concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-56, lot# v578923, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot# v999674, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had been trained on his device a few times and was told that he may need to come in for reprogramming sessions as needed. In (B)(6) 2013 there was no malfunction found with the device upon interrogation. It was reported that the patient had been getting over 50% relief, but wanted 100% relief. The patient was reprogrammed at the appointment and had good pain coverage upon leaving the clinic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a malfunction and had no pain relief. The patient scheduled an appointment with his hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).